Event description:
It was reported that a user on ilet with dexcom g7 experienced hyperglycemia after a meal despite announcing the meal, observed rising glucose values, changed the infusion site multiple times, and noted air in the cartridge and drops in the tubing; the user was using a teflon 23-inch infusion set with the reported lot numbers, and an educational video on proper cartridge filling was provided along with guidance to replace all supplies and use a new insulin vial. Symptoms included hyperglycemia with blood glucose around 380 mg/dl by cgm and 377 mg/dl by fingerstick. Outcomes included stabilization of blood glucose following supply replacement and education, with no hospitalization or injury reported. Investigation included technical support review, confirmation of drops in tubing, user education on cartridge fill technique, and guidance to change the infusion set, cartridge, and insulin vial. Investigation of this case revealed a probable infusion delivery issue associated with air in the cartridge and possible insulin degradation or site/set performance, without evidence of device alarm malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related factors affecting infusion delivery and insulin integrity.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.